Manufacturer narrative:
H10: a philips field service engineer (fse) evaluated the device and determined battery replacement was necessary. The fse replaced the battery. The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. H11:updated contact information, contact office entity, and manufacturing site.

Event description:
Philips received a complaint from customer biomed reporting a battery failure on the v60 ventilator. The device was not in clinical use. There was no report of harm. A philips remote service engineer (rse) evaluated the issue with biomed who reported that the device displayed a battery error when powered on. The unit could not be charged, nor used in battery mode. The investigation is ongoing.

Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-18184.